Event description:
A malfunction was reported, identified by code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted with resetting the pump by technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appeared again.